Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the "door broken". This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with the "door broken" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be mishandling. Pump head door was repaired to correct this condition. Should additional information be received a follow-up medwatch will be submitted.